Event description:
A customer in (B)(6) notified biomérieux of a misidentification of streptococcus pneumoniae in association with vitek® 2 gp ID test kit (ref 21342), lot 2420435103. Vitek® 2 gave a low discrimination result between streptococcus pluranimalium, kocuria rosea, and streptococcus pseudoporcinus when testing a blood culture isolate from a (B)(6) patient. The customer tested the isolate with api strep and obtained an identification of streptococcus pneumoniae. The customer stated there was a delay greater than 24 hours in reporting the result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a misidentification of streptococcus pneumoniae in association with vitek® 2 gp ID test kit (ref 21342), lot 2420435103. An internal biomérieux investigation was performed using the isolate submitted by the customer. This strain was subcultured on cba medium, and two colonies were observed. All tests were performed on each colony. The organism was tested via 16s sequencing to determine the intended result. - colony a : identification to the species s. Pneumoniae. - colony b : identification to the species s. Pneumoniae. On vitek 2 (v7.01) gp cards, one card of the customer lot (cl : 2420435103) and one card of a random lot (rl : 2420490403) were tested on both colonies. Those tests gave : - colony a : non or low-reactive biopattern on both lots tested. - colony b : low discrimination between streptococcus pluranimalium, kocuria rosea, and streptococcus pseudoporcinus on the cl and a unidentified result on the rl. There was low growth and low reactivity of the strain in the gp card. The strain is considered as atypical due to this growth and reaction profile. The customer issue was reproduced in-house. The issue was not identified as a trend, and no further action was deemed necessary.